Manufacturer narrative:
(B)(4). It was reported that this catheter had a piece of material wedged between the tip and the first electrode which was noticed after use of the catheter. The returned complaint product's visual inspection noted a yellowish foreign material that was found between the catheter's peek housing and electrode ring #3. An ftir test was performed for this foreign material. The ir spectra obtained show that material has a biological nature, the components found were protein, lipids and nucleic acids, and this is characteristically bands of the major components of a human tissue. Device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. From the results it can be concluded that the foreign material does not belong to the catheter. All catheters are inspected 100% before being packaged. The complaint condition was confirmed, but does not seem to be related to the manufacturing process.

Event description:
During an "atrial tach right side" procedure, it was reported that this catheter had a piece of material wedged between the tip and the first electrode. This was noticed after use. There was no patient injury. The device was exchange and the case resumed.

Manufacturer narrative:
No further details regarding the patient or the procedure have been provided by the facility. Upon completion of product investigation, a 3500a supplemental report will be submitted to the FDA as required. (B)(4).